Event description:
It was reported that the patient's pulse generator was oversensing noise due to electromagnetic interference (emi). Programming changes were made. The patient was in stable condition.